Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) is ongoing. The reported problem (battery won't hold a charge) has been confirmed. As received, the battery would not charge on the charger and did not power up a monitor. Upon service investigation, the battery depleted from 1798mah to 0mah in 26 minutes. The battery had a low output voltage of 1.96v. The root cause of why the battery will not hold a charge is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.

Event description:
A (B)(6) male patient's wife contacted zoll customer support to report that the patient's battery would not hold a charge. The patient was issued a replacement battery pack.